Event description:
The distributor contacted animas on (B)(6) 2012 alleging the pump did not recognize the cartridge during the load step. There was no reported adverse event associated with this complaint. This complaint is being reported because of the alleged load step malfunction.

Manufacturer narrative:
(B)(4).the pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission 12/20/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed "pump not primed" and "no cartridge detected" warnings. During testing, the pump did not detect the cartridge during the load step. Investigation revealed that the force sensor was found to be out of calibration. The pump was opened and contamination was found on the force sensor shim.